Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not be conclusively established through this evaluation. Hmii lvas, serial number (B)(4), was not returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23oct2012. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) (rev. B) is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020. The death was not considered to be device or therapy related and the device operated as expected. Further information could not be provided due to patient privacy laws.